Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawers 1.1 and 1.2 were not detected on the bus. A field service engineer found that the interface and controller cards displayed a dull communication status on the leds. The station was shut down, and all cables and connections were reseated. After rebooting the station, all previously offline drawers returned to full functionality. A full inventory was performed to ensure proper operation and confirm that all components were functioning as expected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the auxiliary drawer 1.1 and 1.2 was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.